Event description:
The customer reported via phone call indicating that the insulin pump had a battery out limit. Customer's blood glucose was unknown mg/dl. After troubleshooting was done, customer was advised that we will send replacement of battery cap. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.